Manufacturer narrative:
(B)(4). One accumax 200 laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. There were burn marks on the jacket just proximal to the glass tip. There were no signs of damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a flexible ureterolithotripsy procedure in the kidney performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber would not fire laser energy. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.